Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. An unknown error code was seen on the patient programmer on (B)(6) 2017. The patient had a medical procedure/test at a clinic last week and noticed the screen after they came back. The patient does not remember the code and currently dud not have their patient programmer so troubleshooting could not be completed due to lack of access to the product. The patient would call back. Additional information was received from a friend/family member of a patient and from a patient on (B)(6) 2017. They wanted to request a manufacture representative (rep). It was reviewed that they should contact their healthcare professional¿s office to request a rep. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.